Event description:
The facility reported an infusion pump that was not flowing properly. It was not specified if this occurred while infusing on a patient. The facility representative stated that no patient injury was reported on this pump since the baxter service event. Information regarding patient demographics, medication involved and device programming was requested but none was provided.